Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system froze during launch. To correct the error, the field service engineer dumped patient data to free up digital storage space on the system. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the device became unresponsive. The site rebooted the system and the issue was resolved. There was less than an hour of delay to surgery and no impact on patient outcome.